Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight decreased ("weight gain/ loss specify which one: weight loss"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and myopia ("vision/eye problems type: myopia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and back pain ("severe back pain"). The patient was treated with levonorgestrel (mirena) and surgery (bilateral salpingectomy on date (B)(6) 2016 and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain and back pain had not resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, myopia, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, myopia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff was advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. Plaintiff expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received : new events, " abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vision/eye problems type: myopia, weight gain/ loss specify which one: weight loss and hair loss, essure confirmation test not performed " were added. Outcome of event, " pelvic pain " was updated from "not recovered/not resolved" to "recovering/resolving". Onset dates were added. Patient's demographics were added. Date of removal was added. Reporter contact information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.